Event description:
Repose able robotic force bipolar instrument: articulating tip of instrument became unhinged. This was noted at the end of the case. No harm to the patient. Instrument will be sent back to intuitive for reimbursement. 5/12 lives remain on this instrument.